Manufacturer narrative:
Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and severely cracked and broken off end cap.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that dog jumped on her causing insulin pump to fall on the ground. As a result, the bottom of insulin pump completely cracked off. Customer's blood glucose was 60 mg/dl. Customer was advised that insulin pump would need to be replaced.